Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The physician presented in clinic after receiving inappropriate therapy. The device was interrogated and noted to be in backup mode. Premature battery depletion and a defect on the right ventricular (rv) lead were suspected. The device and rv lead were explanted and replaced. The patient was stable. Related manufacturer report number: 2938836-2020-07029.